Event description:
It was reported while using bd¿ needle 1 in. Single use, sterile, 16 g the needle pulled out of the hub. There was no report of patient impact. The following information was provided by the initial reporter: needle disconnected from hub during use. A pharmacy technician was drawing normal saline out of a bag prior to adding medication.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 305197 and lot number 1335574. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.